Manufacturer narrative:
System components: pre connect device: model- 72404257, lot sn- (B)(4), mfg date- 11/21/2018, exp date- 11/20/2020, gtin- (B)(4).

Event description:
It was reported that the patient experienced a bulge in his abdominal region after attempting to use his inflatable penile prosthesis(ipp) device 3 months after the device was implanted. A revision surgery occurred and the reservoir was repositioned into retro pubic space and the cylinders were inspected. A patient status of no issues was reported. Additional information received that there was no change to the implant. The right cylinder was reinserted into the corporal body and the reservoir was repositioned. The reservoir had migrated to the front of the man's pubis.